Manufacturer narrative:
Failure analysis noted the pump passed basic occlusion, prime/compromised force sensor system and displacement tests. It was stuck in a motor error alarm loop during bolus delivery. Unable to confirm the motor position encoder error alarm due to the history check failed alarms in the history. Displayable history check failed alarms due to corrupted history. It had cracked reservoir tube lip, battery tube threads and case display window corners. It was tested outside of the device and passed. It may have had intermittent failure that was not detected. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a motor position encoder error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.